Event description:
It was reported that the patient presented via merlin.net transmission. Upon investigation, it was revealed that the device was in backup vvi mode. Patient was asymptomatic. Device download was performed successfully.